Event description:
A report was received via social media that the patients stimulator burn the patient from inside out. The patient underwent an ipg replacement procedure. No further information could be obtained.